Event description:
It was reported that on (B)(6) 2025, a 10 mm amplatzer septal occluder was chosen for implant using an amplatzer trevisio delivery system. During the procedure, the occluder conformed into a cobra deformation. The procedure was replaced by an 9mm amplatzer septal occluder. The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system.the patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Few images were received from the field, showing the device in a cobra deformation outside of the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not be conclusively determined. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.